Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a transcatheter aortic valve replacement interventional procedure. The sutures of perclose devices were successfully placed. The sheath was upsized to a 15f sheath and the procedure was completed. Reportedly post procedure, during closure of the vessel, the perclose devices failed to close due to calcification within the vessel. There was a large hematoma that the account confirmed was not caused or contributed by the perclose devices. Balloon angioplasty from left groin and protamine administration successfully treated the hematoma and achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and similar complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), or enlarged arteriotomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.